Event description:
The customer reported that during a surgical procedures:laparoscopic low anterior resection, laparoscopic mobilization of splenic flexure, umbilical hernia repair, and sigmoidoscopy. 5mm blunt ligasure device was used for mobilization, dissection and incising of tissues. Postoperatively, the patient experienced abdominal leak for the staple line with bacterial infection related to or precipitated by the breakdown and/or failure of the surgical anastomosis. No alleged malfunction of the ligasure device in use during the same procedure. Please reference mgr report # 1219930-2014-00903 for additional information as needed.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.